Event description:
It was reported that an .014 hi-torque balance middleweight hydro guide wire was placed; however, inflating the 3.5x23mm xience alpine stent to 16 atmospheres the balloon of the delivery system became stuck with the guide. Therefore, the delivery system and guide wire were removed together. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. B3: date of event estimated to (B)(6) 2024. H6: medical device problem code 2017 - excessive force.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that a force was applied when the guide wire met resistance. It should be noted that the hi-torque guide wires for ptca, pta, stents instructions for use states: ¿do not push, auger, withdraw, or torque a guide wire that meets excessive resistance.¿ in this case, the deviation appears to be a reasonable clinical response. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the stent delivery catheter met resistance with the guide wire during advancement. Factors that may contribute to difficulty advancing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.